Manufacturer narrative:
Calibration was last performed on the day of the event. The qc recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. The customer performed calibration and qc successfully after the field service engineer visit. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas pro ise analytical unit. The initial na result was 151.6 mmol/l. The doctor questioned the initial result and the sample was repeated. The sample was repeated on another pro ise analyzer and the repeat result was 142 mmol/l. The repeat result was deemed correct.

Manufacturer narrative:
The na electrode lot number is m9481. The expiration date was not provided. The customer replaced the ise electrodes. The field service engineer (fse) found crystallization on the ultrasonic mixer and cleaned it and replaced the ise sipper nozzle, and performed adjustments of the sample probes, ise probe, and ise nozzle. The fse also performed air purges, reagent primes, and ise checks. The investigation is ongoing.